Event description:
It was reported to boston scientific corporation that a bite blox was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the part that was being bitten broke. The procedure was completed with another of the same device. There were no patient complication as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0413 captures the reportable event of bite blox material separation.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0413 captures the reportable event of bite blox material separation. Block h11: investigation results. During product analysis, visual inspection of the returned device confirmed that the device rim was damaged; a piece of the rim was broken. Bite marks were observed, indicating usage. The reported complaint was confirmed. The issue most likely occurred during the procedure, when a compressive bite force caused the break. Based on all gathered information, the probable cause code selected for the failure observed is cause traced to component failure, which indicates that the failure is a random or expected failure of the device component, in this case the spring shifted from its position.

Event description:
It was reported to boston scientific corporation that a bite blox was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the part that was being bitten broke. The procedure was completed with another of the same device. There were no patient complication as a result of this event.